Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 110-112mg/dl fasting. Verified test strips expire 10/20/2018. Confirmed customer's test strips are being stored properly and opened vial date 12/15/2015. Reviewed meter memory (B)(6). Memory concerns: 236,344,182,231,169mg/dl-customers main concern is all his results being higher than his expected glucose range.